Event description:
It was reported that the pump screen took longer than expected and required multiple taps to respond to input. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.